Manufacturer narrative:
Device evaluated by MFR.: promus premier ous mr 20 x 2.75mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured using snap gauge within max crimped stent profile measurement. The balloon cones were reviewed via scope, and no issues were noted. The balloon wings were tightly wrapped and evenly folded. The balloon had not been subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube identified a break on the hypotube shaft located at 64cm distal to the distal end of strain relief. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues.

Event description:
Reportable based on device analysis completed on 31jan2023. It was reported stent damage occurred. The severely stenosed target lesion was located in the mildly tortuous and severely calcified left circumflex artery. A 20 x 2.75 promus premier drug-eluting stent was advanced for treatment. However, during the procedure, it was noticed that the the stent struts were not smooth. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable. However, returned device analysis revealed that the hypotube break.